Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code was found in the ventilator's downloaded error log indicating an oxygen blending module accuracy urgent service issue. This error code was no reproduced during operational testing of the ventilator. Although the issue was not duplicated during device evaluation, the device's oxygen blending module printed circuit board assembly was replaced as a preventative measure. Preventative maintenance was completed.